Event description:
Facility reported that patient was in surgery for acf at c6-c7 level. The rongeur broke off in patient's cervical canal. Broken piece of rongeur was found and removed intact. Pt. Awoke and was able to move all extremeties.